Event description:
It was reported that during primary triathlon ps knee that was loose. Surgeon revised all components. Additionally reported by sales representative on (B)(4) 2014, revision of triathlon ts to hinge for loosening.

Event description:
It was reported that during primary triathlon ps knee that was loose. Surgeon revised all components. Additionally reported by sales representative on (B)(4) 2014, revision of triathlon ts to hinge for loosening.

Manufacturer narrative:
An event regarding loosening involving a triathlon baseplate was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Radiology shows minimal cementation of tibial baseplate with a 9° excessive posterior tibial slope of the baseplate. Root cause is thus an adverse mix of mainly procedure-related factors with an additional contribution by patient-related factors. As such, this pi case is not device-related. DHR review determined that the lot was manufactured and packed to specification. Chr review confirmed that there have been no similar events for the lot. As per the medical review the route cause determined to be malpositioning and poor cementation technique of the tibial baseplate along with patient excessive weight.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information was requested and if it becomes available will be submitted in a supplemental report.